Event description:
Clinical study. Same case as MFR# 6000089-2004-00787, 00788, 00786. It was reported that after a coronary drug eluting stenting treatment procedure, a myocardial infarction and a target vessel reintervention occurred. The lesions being treated were located in the right coronary artery, left anterior descending and left circumflex arteries. Additional info has been requested.

Event description:
It was further reported that the pt was enrolled in the program in 2004. Target lesion 1 was identified in the distal rca with 70% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 3.0 x 28 mm taxus stent. Residual stenosis was 0% following post-dilation. Target lesion 2 was identified in the proximal lad with 90% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with predilatation and placement of a 3.5 x 32 mm taxus stent. The first diagonal branch was jailed and balloon inflations were undertaken. Attempts to place a 2.5 x 16 mm taxus stent in the first diagonal were unsuccessful (unable to cross the lesion). Target lesion 3 was identified in the proximal cx with 80% stenosis and a 2.5 mm reference vessel diameter. Target lesion 3 was treated with predilatation via balloon angioplasty and rotational atherectomy followed by placement of a 3.0 x 20 mm taxus stent. Target lesion 4 was identified in om1 with 70% stenosis and a 2.5 mm reference vessel diameter. Target lesion 4 was treated with direct placement of a 3.0 x 28 mm taxus stent. This stent overlapped the stent used to treat target lesion 3. Both stents were post-dilated and residual stenosis was 0% in the entire stented segment. The av grooved branch was lost; it was diffusely diseased. The pt was discharged the next day on plavix and aspirin. The pt was readmitted about two months later to an outside hosp following a severe episode of chest tightness. Pt had been experiencing increased episodes of chest discomfort with exertion. The pt's troponin I rose to 6.1 ng/ml but ck was only 83 u/l. No other lab reports were submitted. The pt was transferred to the enrolling hosp two days later for further eval and treatment. Cardiac catheterization same day revealed: lvef 60%, lmca - no data given, lad (target vessel) - stent patent but with 90% stenosis just proximal to the stent; 80% stenosis in distal vessel, lcx (target vessel) - stents patent, rca (target vessel) - stent patent. Same day, the pt underwent pci as follows: balloon angioplasty followed by placement of a 3.5 x 12 mm taxus stent in the proximal lad. Direct stenting of the distal lad lesion with a 2.5 x 12 mm taxus stent. There were no reported complications and the pt was discharged the next day. In the opinion of the physician the relationship of the event to the taxus stents is "probable."